Event description:
My family has a history of porphyria aip mainly. My mother died of porphyria. My son began having symptoms at the age of (B)(6) after being an overdose of two drugs simultaneously iw atarax and visteral. My son was given a blood plasma fractionated porphyrin test, the test results were positive but the phd performing the test said it was negative, it wasn't. If I had some test studies that were performed and parameters, I could have fought (B)(6). Go to their website which now states it is not an FDA approved test and there are no test studies. Porphyrins, fractionated, plasma, test detail, (B)(6) porphyrins, fractionated, plasma test code 5519 cpt code(s) 82542 cpt code is subject to a (B)(6) limited coverage policy and may require a signed abn when ordering. Not offered in (B)(6). Please provide service area info to find available tests you can order. Test details includes uroporphyrin, heptacarboxylporphyrin, hexacarboxyporphyrin, pentacarboxyporphyrin, coproporphyrin, proto porphyrin, total porphyrins methodology high performance liquid chromatography (hplc) assay category; this test was developed and its analytical performance characteristics have been determined by (B)(6). It has not been cleared or approved by FDA. This assay has been validated pursuant to the clia regulations and is used for clinical purposes. This test code is for non-(B)(6) pt testing. For (B)(6) pt testing, use test code 10289. Ref range(s) uroporphyrin? 0.2mcg/l, heptacarboxylporphyrin? 0.2 mcg/l, hexacarboxyporphyrin? 0.3 mcg/l, pentacarboxyporphyrin? 0.4 mcg/l, coproporphyrin? 0.8 mcg/l, protoporphyrin 0.4-4.8 mcg/l; total porphyrins 1.0-5.6 mcg/l, loinc codes, performing laboratory; (B)(6). FDA safety report ID # (B)(4).